Event description:
The customer stated that the architect c8000 analyzer's internal water bath was contaminated and that a discrepant chloride result of 131mmol/l was generated. The sample was retested in duplicate and the results were 105 and 106 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Other ict reference cup aberrant due to sample integrity / preparation issue (bubble).the complaint was initially opened in 2009 to investigate erratic low (discrepant) sodium (na), potassium (k) and chloride (cl) results generated: units of measurements= mmol/l.assay na k clinitial result 100 1.6 62repeat result 145/146 2.9/2.9 110/109the sample aspiration and dispense pressure monitoring (pm) data for the suspect results were within acceptable limits, therefore an error was not generated. The ict module sample read and sample delta data indicates the discrepant low results may have been caused by a tiny bubble in the sample that prevented the full 15ul from being aspirated for testing, even though a pm error was not generated.subsequently eleven days later, the customer reported that the water bath was contaminated and that a discrepant high cl result of 131 was repeated in duplicate with results of 105 and 106. Field service initially addressed the issue over the phone, with follow-up onsite visits that included performing maintenance, cleaning and lubricating and replacing multiple parts including wash station nozzles 1 through 7, the dry nozzle, cuvette dryer tip, cuvette washer, a cuvette segment, and ict reference cup. There was dirt observed around the ict cup which might have caused some intermittent errors. The assembly was cleaned and flushed with deionized water. Field service was dispatched to address the water bath contamination issue and the discrepant cl result of 131. To resolve the issue, field service replaced four 1 ml syringes, 1 poppet valve, 2 ict o-rings, 1 ict probe, and 1 cpu board damaged during the decontamination procedure. The complaint history for the customers c8000 does not include a recurrence of the discrepant ict results issue.the complaint history for the customers analyzer c800300 found no recurrence of the issue. A review of complaint and trending data did not identify an adverse trend or known issue for the c8000 system or the ict module related to this complaint issue. Labeling in the architect operations manual is sufficient with regard to the customer's issue. Numerous probable causes and corrective actions for the customers issue are found under the observed problem erratic results, poor precision section.a specific cause for the discrepant results could not be determined. Probable causes are listed in the architect operations manual under the observed problem erratic results, poor precision section. The field service representatives actions to resolve the issue are consistent with information provided in the operations manual. This is the final report

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.